Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon got stuck and was detached requiring intervention to remove. The target lesion was located in a peripheral vascular fistula. A 10mmx4.00mm wolverine cutting balloon was selected for use. During withdrawal, upon attempt to pull wolverine back into the guide sheath, the device became stuck at end of sheath. The balloon was forcefully pulled back and upon exiting, the sheath was noted to have lost one of the blades. Consequently, an ultrasound guided cutdown procedure was performed to remove the detached lost blade. The procedure was completed using this device. The patient underwent surgery and fully recovered.